Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladders of 2 large volume infusors ruptured during filling. The set was filled with a syringe and unspecified medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from january 28, 2020 - january 29, 2020. H10: two (2) actual devices were received for evaluation. A visual inspection performed using the naked eye found the bladder had been ruptured on both devices. The ruptured bladders were microscopically examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.